Event description:
Boston scientific received information that the physician associated with this right atrial (ra) lead requested the boston scientific sales representative to perform a device check and program the rate response off. Later, it was identified that the patient implanted with this ra lead was hospitalized for an unspecified infection. The patient was to endure a non-cardiac related surgery and the physician wanted to explant the device. Additional information was sought from the boston scientific sales representative; however, no further information was available. There were no additional adverse effects reported. All available information indicates that this lead remains in service. As no further information concerning this report is expected, our investigations complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.